Manufacturer narrative:
Concomitant components: model number/catalog number: 72404293, serial number: n/a. Batch/lot number: 1000579498. Model/catalog description: lgx 18cm d4 unique identifier (UDI): (B)(4). Model number/catalog number: 72404310, serial number: n/a. Batch/lot number: 1000585124. Model/catalog description: pump, d4 unique identifier (UDI): (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the reservoir was found. The reservoir and cylinders were removed and replaced, the reservoir that was kept in the patient was not removed and a new one was added to the system. No patient complications were reported.